Event description:
When placing foley catheter for urinary retention balloon port leaked. Using a pre-connected kit, the section between the port and the y-site had a small malformation that caused the balloon fluid to leak out when trying to inflate it. Due to this pt had to have that foley pulled and another placed. Second kit worked fine. Ref report: mw5162428.